Manufacturer narrative:
(B)(4). Failure to follow steps. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced into the patient anatomy and the clip was positioned to deploy. At some point, it was noted that too much m was applied, so some m was removed. Deployment was initiated and the actuator knob was turned 8 full revolutions. The clip did not deploy. Troubleshooting maneuvers were performed: the physician held backward tension on the actuator knob, turned it 6 additional revolutions and slowly pulled back on the delivery catheter (dc) handle. The clip was then deployed. The mr was reduced from grade 3+ to grade 1+. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficulty deploying the clip could not be replicated in the testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned as it was deployed. A bent mandrel was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use (IFU) warns: do not deflect the sleeve tip more than 90 degrees as device damage may occur. All available information was investigated and the reported difficulty to deploy the clip appears to be related to user error of curving the device more than 90 degrees, which resulted in increased tension on the device resulting in the noted bent mandrel. The tension and bent mandrel possibly resulted in the clips inability to initially disengage from the l-lock assembly. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.